Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 12mm nc emerge® balloon catheter was advanced to dilate the lesion. However, on the second inflation at 15 atmospheres for 15 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. Microscopic examination revealed that the balloon has a 4mm circumferential tear 3.5mm from the proximal markerband. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced to dilate the lesion. However, on the second inflation at 15 atmospheres for 15 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.